Event description:
The customer's father reported via phone call that the customer was experiencing low blood glucose. The customer's father explained that the customer would take glucose tablets if his blood glucose was 80 mg/dl. The customer declined troubleshooting for low blood glucose. The customer's father mentioned that the insulin pump had alarmed no delivery in the past. The customer confirmed the issues did not result in a serious injury or hospitalization. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.